Event description:
Report received of a bag of morphine being found empty sooner than expected. The patient had 4 fluids infusing via the pump. The fluids were: an unspecified maintenance IV, ativan, morphine and a prn antibiotic. Reportedly, the nurse hung a 50 ml bag of an unspecified concentration of morphine at a rate of 1 ml/hr on line d and then went to lunch. While the nurse was off the unit, the pump sounded an unspecified audible alarm and the bag of morphine was found "dry". The pump settings were reviewed by the customer and it was reported that the total volume was set at 50 ml and the rate was 1 ml/hr. The patient did not show any symptoms of morphine overdelivery. The pump and the solutions were discontinued and a new pump, solutions and tubing were hung. The patient was seen by a physician within the hour. Narcan was kept at the patient's bedside for 24 hours, but was not administered. The patient did not experience any adverse effects. Though requested, there was no further information available.